Event description:
Hcp reported pt was not given bridge bolus. Later pt was found by family member "not breathing". Pt brought to hcp and put on narcan drip. Pt is currently in hosp recovering. No further info available. Device still implanted.